Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: hamilton-c1 ventilator failed oxygen calibration upon startup. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 2 - corrected information: please note that all previous information about the affected device was corrected: the device in question was confirmed to be a hamilton-c3 (k201306, brand name: hamilton-c3; version / model / catalog number: 160005). All corresponding fields were updated, and additionally, the serial number was corrected. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: hamilton-c3 ventilator failed oxygen calibration upon startup. No patient involvement.